Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) found that drawers 3.1 and 3.2 were not being detected on the bus at the auxiliary station. After opening the back panel of the auxiliary unit, fse observed that the indicator lights for both drawers were off. Fse shut down the station, powered off the cabinet, and opened drawers 3.1 and 3.2 for testing. When checking each drawer to the sub-drawers, fse found that drawer 3.1 was reading 0.8 ohms. Fse replaced the drawer controller and also replaced the module controller. After completing the replacements, fse powered the station back on so the system could fully boot into the application and complete the firmware update. Fse then assigned the drawers and ran diagnostics to perform the acceptance test, and the customer verified drawer functionality in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.1 failed and required maintenance. Customer tried to reboot and recover the drawer, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.